Manufacturer narrative:
Initial 2 of 4e1: patient city: (B)(6)patient country: netherlandse1: name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event on (B)(6)2026 where infusion set adhesive tape came loose due to sweating while playing.